Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 23rd april, 2024 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, various paint chips were present on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, various paint chips were present on the device. The designated complaint unit employee confirmed based on photographic evidence the paint was chipping from fork and the spring arm cover was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
The defect was discovered be getinge employee during maintenance. The correction of d1 brand name, d4 catalog # , h4 manufacture date, d4 serial #, d4 unique identifier (UDI) #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain, b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 23rd april, 2024 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, various paint chips were present on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled. As it was stated, various paint chips were present on the device. The designated complaint unit employee confirmed based on photographic evidence the paint was chipping from fork and the spring arm cover was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Previous d1 brand name: powerled. Corrected d1 brand name: powerled tm. Previous d4 version of model # ard568371938/ard568330933. Corrected d4 version of model # ard568446710a. Previous d4 catalog # ard568371938/ard568330933. Corrected d4 catalog # none. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: (B)(4). Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, various paint chips were present on the device. The designated complaint unit employee confirmed based on photographic evidence the paint was chipping from fork and the spring arm cover was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during maintenance. Root cause analysis was performed by subject matter experts at the manufacturer. As they stated, the adjacent painted surfaces are not involved by paint chipping, therefore a defect in the cleaning protocol can be excluded. The chipping of the paint is probably due to a lack of adhesion caused by an isolated preparation defect during the painting process. This case remains isolated, and this light product range is discontinued. Regarding the spring arm cover broken the big crack at its edge shows that it probably received a shock with another device. This is the most probable root cause. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.